Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self-test. Successfully downloaded history files and traces using thump. No pump error 68 alarms or pump error 43 alarms were noted during testing. No pump error 43 alarms were noted on or near the event date. Pump error 3 was found in the history files on (B)(6) 2024 at 08:10:04.00 due to ipc problems. Pump error 4 was found in the history files on (B)(6) 2024 at 09:37:07.00 due motor mcu did not receive the acknowledge from main mcu. Pump error 68 alarm was found in the history files on (B)(6) 2024 at 15:31:04.00. Pump was cut open to perform visual inspection and found a corroded home switch and moisture damage on pcba 1 and force sensor. The motor was removed from the pump to be tested on the ngp board test. The motor functioned properly during the ngp board test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, pillowing keypad overlay, scratched case, label damage (peeling). Pump error 43 was not observed during analysis. Pump error 43 were not confirmed. Pump error 68 was not confirmed during testing. Pump error 3 and pump error 4 were confirmed due hardware errors on the ipc and main or motor mcu respectively. Exposed to moisture confirmed on the pcba 1 and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43 and pump error 68. The customer reported no adverse event. The event involved product(s) mmt-1880l. Customer reported receiving a pump error. Customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed self test. No harm requiring medical intervention was reported. Mmt-1880l was requested and device was returned for analysis.